Event description:
It was reported that the surgeon inserted an icm 125v4 12.5mm implantable collamer lens in 2006. The lens was explanted approx 4 months later due to excessive vaulting. Subsequently, the patient experienced narrowing of the angle and shallowing of the acd. An iridectomy was performed.